Event description:
It was reported to philips that the system was unable to perform x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed the reported problem. The rse reviewed the logfile and identified that the generator was unavailable. The log shows that the host pc could not communicate with the velara generator. A philips field service engineer (fse) visited onsite and was not able to reproduce the reported issue. As a precautionary measure the fse moved the mpdu connector on the m-cabinet from the frontal power port to the lateral power port and replaced the generator¿s power-on circuit. After that, the system was returned to use in good working condition and ready for clinical use. To date, there has been no recurrence of this issue reported by the customer. The power on circuit was returned for failure analysis. Functional testing was performed, and no failure was observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.